Manufacturer narrative:
A philips remote service engineer (rse) confirmed the reported issue. The rse instructed the biomedical engineer (biomed) to bring the speaker from the desk to the closet so that the components could be tested. The sound was functional which confirmed that the issue was likely with the cable runs or wall connectors at the desk. The cause of the malfunction was the cable connection, which was resolved by the hospital¿s electrical/information technology (it) team.

Event description:
The customer reported that there was no sound at the central station. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
A philips remote service engineer (rse) confirmed the reported issue. The rse instructed the biomedical engineer (biomed) to bring the speaker from the desk to the closet so that the components could be tested. The sound was functional which confirmed that the issue was likely with the cable runs or wall connectors at the desk. The cause of the malfunction was the cable connection, which was resolved by the hospital¿s electrical/information technology (it) team.

Event description:
The customer reported that there was no sound at the central station. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.